Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The initial reported peeling was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the image guide protector has a cut, forceps channel has pinhole, bending angle in up direction does not meet specification, the up/down knob is out of the specification, adhesive on rubber has a chip, adhesive around objective lens is peeled, light guide lens has discoloration, scratch on distal end cover, scraped control section or erased marking due to repeated abrasion, damage or deformation due to physical stress, scope connector: has scratch and corrosion, protector of universal cord on control section side has a scratch, flexibility adjustment ring has a scratch, grip has a scratch, scope cover has a scratch, switch box has a scratch, control unit has a scratch, connecting tube has a wrinkle, control unit has discoloration, right/left knob has a scratch, lock engagement knob and lever have a scratch, paint on cylinder is peeled. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Customer name: (B)(6).

Event description:
The end user facility contacted olympus to report the boot(protector) on the evis lucera colonovideoscope, was found to be peeling. During evaluation and inspection of the returned subject device there is a foreign object in the nozzle. This MDR is being submitted due to the foreign material found during evaluation and inspection. There were no reports of patient harm associated with this event.